Event description:
It was reported that after the procedure the pt experienced right side facial numbness, neck pain, and slight difficulty with speech; however, these symptoms resolved within 24 hours. During an additional visit in 2005, the pt reportedly had a tia. At one month follow up in 03/2005, the pt was reported to have confusion, unstable gait, hallucinations, disorientation and loss of fine motor function. It was reported that medical opinion in this pt had a stroke. This pt also had a malizia test and tested positive for an allergy to titanium.

Event description:
This event was adjudicated and determined not to be a stroke.